Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her belt clip had broken and her blood glucose was at 400 mg/dl earlier. Customer bolused and her blood glucose was able to come down. Customer mentioned that she had a chip in her reservoir. Customer stated that the o-ring in the reservoir compartment was missing. Customer stated that she thinks she has been losing insulin but not into the insulin pump. Customer stated that the reservoir compartment had some jagged edges. Customer stated that there have been no issues with the reservoirs because of this issue. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.